Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of below 40 mg/dl when his actual blood glucose level was 400 mg/dl. The customer also received the sensor error alert and then the sensor end alert. Troubleshooting was done. Advised replacement sensors would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened and used sensors were inspected and a bicarbonate buffer test was performed. One of the two sensors failed for no isig readings. The lab transmitter was checked for proper use and operation and the transmitter passed per specifications. The second sensor passed per specifications with accurate readings.